Manufacturer narrative:
Concomitant medical products: 694958 lead, implanted: (B)(6) 2007; 5076-45 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced due to an infection. Cultures were taken. No further patient complications have been reported as a result of this event.